Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and hyperglycemia. The customer's high blood glucose value was 287 mg/dl and low blood glucose was 48 mg/dl. Customer was treated with food for low blood glucose. Customer has been experiencing low blood glucose and stated that these have been separate events and that she believed the settings could be to blame for the low blood glucose. Customer also reported that she has also experienced some high blood glucose of 287 mg/dl for example. Customer reported during the last set change she remembered seeing drops, not insulin squirting out. Customer reported reservoir is showing more insulin than what is shown on the status screen. Customer was not alleging delivery of insulin without user input. Customer stated the reservoir was not pressed or pushed or adjusted while connected. Customer mentioned that she thinks the bolus amounts when using the bolus wizard are too high and will sometimes have to lower the amount to what she thinks would be more accurate to treat her blood glucose. No devices will be returned for analysis. (B)(4).